Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming no disposable, clamp tubing. The alarm was silenced; the bottom of the pump was gently tapped on a firm surface to disperse bubbles, and the infusion was restarted but the alarm returned. The clamp was closed and the cassette was removed. The green tab depressed, tubing was massaged and cassette tapped again. They reassembled a cassette, and clamp released but the double beep was still audible. Troubleshooting was repeated but they were unable to clear the alarm as the pump started alarming "no disposable, pump will not run." The pump was turned off, and the clamp was closed. The medication used was 5fu. The event occurred while in use with patient at patient's home. The operator of the device was a health professional. There was no reported patient harm.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.